Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the shears would not cut. The case was completed with another device and a clepenture. There was no patient consequence.